Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that on (B)(6) 2016, the patient was feeling symptoms of sweating and a funny taste in her mouth. Patient obtained a reading of 120 mg/dl on her nano system. Patient was taken to the emergency room for an unrelated health issue that was not provided. While in the emergency room, the hospital personnel tested patient's blood glucose with an unknown meter and obtained a reading of 460 mg/dl. Patient was given 3 units of an unknown insulin. Patient was not admitted to the hospital. The readings of 120 mg/dl and 460 mg/dl were taken 20 minutes apart. Return of the suspect device was requested for evaluation.